Event description:
Boston scientific received information that an alert was detected due to high out of range shock impedance measurements. No adverse patient effects have been reported.

Manufacturer narrative:
Two months later, it was reported that high shock impedances have remained greater than 125 ohms consistently. A total of two alerts were issued with reported measurements of 125 and 128 ohms. Boston scientific technical services (ts) was consulted and discussed this single coil defibrillation lead tends to have higher impedance measurements. Ts recommended doing a 1.1j and max energy shock to further assess the integrity of the lead. A lead revision procedure was discussed, however has not been performed.

Manufacturer narrative:
The local area sales representative was contacted for additional information. Should additional information become available, this report will be updated.

Manufacturer narrative:
Additional information was received by the local area sales representative which confirmed the lead would not be revised at this time. Should additional information become available, this report will be updated.

Manufacturer narrative:
One year later another alert was detected due to the ongoing issue with high shock impedance measurements. At the time additional information was last received, a revision was discussed however this did not occur. The patient was scheduled to come in for further testing, however no records indicate this has occurred and efforts to obtain additional information were unsuccessful. Should additional information become available, this report will be updated. Additional information was received from a health care professional (hcp) that the patient was seen for additional testing. The patient was sedated and received both low and max energy shocks to test the lead integrity. Impedance measurements throughout these tests were within normal limits and the patient converted successfully. A painless shock lead impedance test was also performed which showed an impedance of 150 ohms (out of range). The physician has elected to not change out the lead. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). No further information is available. At this time, the ICD and rv lead remain in service. Should additional information become available, this report will be updated.

Event description:
In (B)(6) 2015, this health care professional (hcp) contacted boston scientific technical services (ts) to note that the shock lead impedances have increased to 188 ohms. This was the measurement point where the physician stated he would no longer be comfortable with the impedances for this defibrillation system. The caller was inquiring if this could be a lead or ICD related issue. Ts discussed that rising impedances is of concern and warrants consideration of a lead replacement. Ts does not expect the lead is damaged, rather there may be some sort of change happening over time like calcification/scar that is impacting the shock lead impedances. The ICD itself is a factor in that the measurement is more sensitive, but the problem itself is likely with the lead. The hcp plans to discuss further with the physician and would call back with anything further to discuss.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Approximately three months later, the patient was seen for dft testing again due to increased shock lead impedance measurements. A review of device data showed the pli test taken on (B)(6) 2015 had a value of 197 ohms. The delivered shock value at 21 joules was 132 ohms. No measurements were taken following these tests. Ts discussed the history of the gradual rise in shock lead impedance measurements and when the shock will start to truncate. As of now, the impedance value for shock delivered is below when the device will shock will start to truncate. The health care professional (hcp) plans to discuss further with the physician. No changes have been made at this point.

Manufacturer narrative:
Additional information was received that another alert was detected for high shock impedance measurements. The field representative was contacted and confirmed no further actions have been taken and the physician has elected to continue monitoring the patient.

Manufacturer narrative:
Additional information was received in december 2017 that shock lead impedances were greater than 200 ohms. This has been an ongoing observation since 2011. The device memory was sent in for ts review. Ts discussed the last three months of lead impedances have been greater than 200 ohms (between 210-240 ohms) and impedances are now truncated, therefore a lead replacement was advised. The health care professional (hcp) agreed and will discuss next steps with the physician, who is considering surgically abandoning this lead and replacing with a new lead. No further information is available as to whether a lead revision will be performed. If a revision takes place, this report will be updated at that time.

Manufacturer narrative:
Additional information from engineering analysis indicate that the shock lead impedance history trends show the impedance values in the low 200 ohm range. The device was programmed off and the plan is to replace the lead.